Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that during a revision procedure for right atrial (ra) lead dislodgement, the physician was unable to engage the wrench into the ra lead setscrew on this pacemaker. She attempted all different angles and two different wrenches. The rubber grommet was pulled back and the screw fell out. Therefore, this pacemaker was explanted and a new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A wrench was returned for analysis. External visual inspection noted no irregularities. There was no wear on the hex portion of the wrench shaft. Analysis determined that the wrench was operating normally.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory external visual inspection noted the right atrial (ra) set screw was missing and the ra seal plug was damaged and partly missing. The damage to the ra seal plug was determined to be induced during the explant procedure. The right ventricular (rv) seal plug was intact and the rv set screw operated normally. A set screw was inserted into the atrial terminal block and a test lead was inserted into the atrial lead barrel. The new ra set screw secured the lead in place successfully during testing. The device was then exposed to simulated heart load conditions and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.